Manufacturer narrative:
H6 ime e2402: bilateral basilar subsegmental atelectasis, labs abnormal for wbc; h & h, locules of air leukocytosis, loops of distended air in large/small bowel, gaseous distention, ileus arthrodesis status medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a small bowel resection with anastomosis. During a subsequent surgery it was discovered that the free end of the small bowel staple line had leakage along the staple line indicative of a failed staple line. It was reported that after use, the patient experienced surgical stapler failure, failure to the stapler device, bowel leakage, defective device, pain, shock, mental anguish, unable to perform normal activities, leukocytosis, ascites, serositis, loops of distended air and dilated small/large bowel, gaseous distention, ileus, bilateral basilar subsegmental atelectasis, fluid collection at the site of primary anastomosis, pneumoperitoneum, labs abnormal for wbc; h & h, defect at anastomotic site, ulceration, inflammation, necrosis, reactive changes, open wounds, hernia defect, locules of air, abscess, infected fluid collection, pleural effusion, hematomas, pseudomonas, abnormal electrolyte counts, bloody fluid, purulent fluid, hypokalemia, arthrodesis status, anemia, major depressive disorder, anxiety disorder, generalized muscle weakness, abnormalities of gait & mobility, leaking ileostomy bag causing blistering red rash, afraid to drink anything, dehydrated with orange urine, unable to ambulate by self, uncomfortable, adhesions, ambulating with rolling walker, enterostomy complications, hypomagnesemia, & death. Post-operative patient treatment included exploratory laparotomy with lysis of adhesions, small bowel resection with primary anastomosis, diverting loop ileostomy, CT scan, x-ray, abscess drainage, rehabilitation center stay, physical therapy, IV antibiotics, PICC line placement, insertion of svc infusion device, studies done, ng tube placement, pain medication, wound care, IV fluids, occupational therapy, colostomy care, pain management, hospitalization, reversal of loop ileostomy with resection and primary anastomosis, wound packed, electrolyte supplementation, taking lovenox for dvt prophylaxis, CPR, & 5 rounds of epinephrine. Information received indicates the patient is deceased due to a pulmonary embolism. The patient¿s history of multiple recent abdominal surgeries with a long hospitalization could be considered as a risk factor for thromboembolism.

Manufacturer narrative:
Additional info: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.